Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had ulcers on his side caused by the lifevest. It was reported that the ulcers were open and draining. The patient's nurse used a cream and gauze on the patient's skin. Follow-up indicated that the patient's skin condition was improving.